Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed no response to button presses on the up keypad button. It was also noted that the other keypad buttons required multiple presses before they would engage. In addition, there was evidence of adhesive/contamination found under all key contacts and corrosion was observed between the contrast button and the up arrow button.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up keypad button was sticking and unresponsive when pressed. There was no reported patient impact associated with this complaint.